Event description:
A customer reported a malfunction on their insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin delivery.